Event description:
A beckman coulter field service engineer (fse) reported the solenoid was disconnected and diluent leaked above the solenoid and dripped on the module resource controller (mrc) board involving the unicel dxh 800 coulter cellular analysis system. The fse noted the leak was contained within the unit and cleaned up the fluid. The fse observed the fluid leaked from quick disconnect qd8-8 onto the volume, conductivity, scatter (vcsn) mrc board and short circuited it which generated system errors. The fse replaced the mrc board along with its cable, power supply, and the solenoid expansion board. The fse tightened quick disconnect qd8 to resolve the fluid leak issue. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. The instrument was returned to normal operation.

Manufacturer narrative:
(B)(4).